Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that 4 reservoirs did not work in the infusion sets. The customer's blood glucose reading was 263 mg/dl at the time of incident. The customer indicated that there is a leak at the transfer guard but that this was a past event. Customer indicated that with previous reservoirs, insulin did not exit the tubing. Troubleshooting advised that may have been due to an occlusion and advised customer to change their current reservoir.